Event description:
(B)(4). I had essure implanted in (B)(6) 2009 caused heavy bleeding, clots and painful periods. I had an ablation done in (B)(6) 2011 due to the heavy painful bleeding. The ablation helped with the heavy bleeding but not with the painful periods. I still had a period just not heavy. Every month the pain just kept getting worse and worse. I complained to my obgyn and she just blew me off and offered no help. I have had the following symptoms. Cyst on ovaries, itching, hair loss, dry skin headaches, bloating joint issues, sharp stabbing pain, bacterial vaginosis, hot flashes, night sweats, urgent urination, metallic taste, bowel issues, memory problems, coils migrated, one was embedded in the uterus and the other one perforated the tube and attached to the fatty part of the colon. I had cysts on both ovaries. I had a complete hysterectomy on (B)(6) 2015. Some of the symptoms I stated above have gone away. This device needs to be removed from the market. This could of killed me or done more serious damage if I didn't have them removed when I did.